Event description:
A pharmacy contacted lifescan on behalf of the pt alleging that the pt's one touch ultra meter was reading in the incorrect units of measurment. The medical affairs specialist sent follow-up questions to lifescan france. In 2005, lifescan was unable to contact the customer to obtain more info. The pt's spouse stated that the meter units of measurement were most likely changed when the pt changed the code on the meter "the other day". They thought their blood glucose levels were "much lower". The spouse stated that the pt adjusted their insulin dosage based on the meter readings; however, no info was provided regarding the pt's specific insulin regimen. Thursday morning, they were vomting; no readings taken on thursday were provided. On saturday morning they obtained a result of 11.5 mmol/l (converts to 207 mg/dl) on the reported meter, which the interpreted to be mg/dl. Info was not provided as to whether the pt took insulin after using the meter. After continually vomiting, spouse called the hosp and took the pt to the hosp. The result obtained at the hosp was not provided. The pt as treated with insulin; spouse did not know the type and dose. The pt was in the hosp at the time lifescan was contacted. The pt based their insulin dosage on misintepreted meter readings; there is an indication that the product contributed to the pt experiencing hyperglycemia and medical intervention. The event meets the criteria for event medical device reportable. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct units of measurement. As the pt may have inadvertently changed the meter units of measurement while changing the meter code, there is no indication that the product malfunctioned. The meter and test strips were replaced.